Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient's receiver ceased to function. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. Functional testing was performed but could not be completed because the receiver was unable to communicate with the global communication tool. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.